Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. The test guardian link with the glucose sensor simulator and the test blood glucose meter communicates properly to the pump. Pump programmed with multiple sensor glucose value and all registered properly in the summary history noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced issues with low blood glucose values; her blood glucose dropped to 45 mg/dl three times in one night. The customer then went to the hospital for treatment. The customer also drank juice. During troubleshooting the customer stated that she experienced hypoglycemia several times per day for weeks. The customer alleged that the hypoglycemia issues would occur when using auto mode. The customer also experienced low blood glucose values while in manual mode but she assigned blame to her trainer's recent changes to the insulin pump's basal settings. The customer also verified that none of her infusion sets were part of the product recall. The insulin pump will be returned for analysis.